Manufacturer narrative:
(B)(4).

Event description:
The patient received questionable results from coaguchek xs meter serial number (B)(4). 5:05 pm: 1.8 inr; 5:30 pm: 3.2 inr. The customer saw "qc check" on the meter after applying blood to the strip. Both results were reported as the patient did not know which one was correct. The patient used a different finger for each test. The patient was not adversely affected. Therapeutic range is 2.0-3.0 inr. The patient was not suffering from an autoimmune disease and had no renal or liver insufficiency. The patient was not anemic, was not on heparin, and had no antiphospholipid antibodies. The suspect meter and strips have been requested to be returned. Relevant retention test strips (lot 12415722) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.

Manufacturer narrative:
The customer's meter and a vial of coaguchek test strip lot 124157 with one strip remaining were received. The returned meter and strips were tested in comparison to a retention meter and masterlot strips (230734). Two human blood samples from warfarin donors and internal reference meters were used. Donor 1: 2.3 inr, hematocrit 45%, donor 2: 3.5 inr, hematocrit 38%. Donor 1: master lot and retention meter: 2.4 inr, customer strip and meter: 2.5 inr. Donor 2: master lot and retention meter: 3.5 inr, customer meter and masterlot strip: 3.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification.